Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low scanned value while wearing the adc freestyle libre 2 sensor compared to the competitor¿s brand meter. On (B)(6) 2021, the customer fell off the bed and had a loss of consciousness. The customer regained consciousness and was provided orange juice by their daughter for treatment. A sensor scan of 64 mg/dl was compared to a glucose test of 163 mg/dl on the competitor's brand meter however it is unknown when these values were obtained. No further information was provided. There was no report of death or permanent injury associated with this event.